Manufacturer narrative:
D4 - expiration date: 31-dec-2023 corrected to 28-feb-2026 in the initial MDR. Claim #(B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens returned with moisture in a microcentrifuge vial and residue/debris on the lens. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -6.0/2.0/164 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to excessive vault and the problem resolved. Cause of event was reported as unknown.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).